Event description:
Provider states the actuator snapped while the patient was in the unit. Provider states no injury alleged. Provider states the patient weighed (B)(6) lbs. No additional information was provided.